Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. The sterilization records for lot c49519 indicate that all processing parameters were within specifications and all samples passed quality testing. A review of the complaint history shows that no other products in this sterilization batch have had complaints about infections or the sterility of the products. The instructions for use that accompany the device state that local and systemic infections are not uncommon with this type of procedure and are usually caused by organisms that inhabit the skin.

Event description:
It was reported to medtronic neurosurgery by dr (B)(6) that a pt allegedly got (B)(6) after the (B)(4) shunt was implanted.